Manufacturer narrative:
Details of the complaint: the customer reported that the entire g7 bedside monitor would freeze up and was not allowing them to turn it off. This has happened on numerous occasions. They cannot say if the same transport monitor was being used with the g7 monitor as they get switched around when the patient is transferred. Also, the issue with the g7 monitor has stopped since they replaced it with another g7 monitor. This was not in patient use. Investigation conclusion: the complaint device was received by nihon kohden. The unit was evaluated, and the complaint was duplicated. The front enclosure assembly which includes the touch panel was replaced to repair the unit. The cause of the issue was the touch panel failure. This can occur due to physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges or inadequate grounding, or wear-and-tear. Additional device information: d10: concomitant medical device: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1: 12/16/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 12/23/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Bedside monitor from the bsm-1700 series, model: ni, sn: ni.

Event description:
The customer reported that the entire g7 bedside monitor would freeze up and was not allowing them to turn it off. This has happened on numerous occasions. They cannot say if the same transport monitor was being used with the g7 monitor as they get switched around when the patient is transferred. Also, the issue with the g7 monitor has stopped since they replaced it with another g7 monitor. This was not in patient use.

Manufacturer narrative:
The customer reported that the entire g7 bedside monitor would freeze up and was not allowing them to turn it off. This has happened on numerous occasions. They cannot say if the same transport monitor was being used with the g7 monitor as they get switched around when the patient is transferred. Also, the issue with the g7 monitor has stopped since they replaced it with another g7 monitor. This was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 12/16/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/23/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Bedside monitor from the bsm-1700 series model: ni sn: ni.

Event description:
The customer reported that the entire g7 bedside monitor would freeze up and was not allowing them to turn it off. This has happened on numerous occasions. They cannot say if the same transport monitor was being used with the g7 monitor as they get switched around when the patient is transferred. Also, the issue with the g7 monitor has stopped since they replaced it with another g7 monitor. This was not in patient use.